Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was reported. Surgery due to a pseudoaneurysm was also reported. No additional adverse patient effects were reported.